Manufacturer narrative:
Unit received with blank display and a constant tone. After disconnecting the electronic assembly stack and reconnecting the electronic assembly stack, unit power up with no display. Problem isolated to electronic assemblies. Unable to perform displacement test, rewind, prime/seating, basic occlusion test, force sensor test, occlusion test, displacement accuracy test, self test, and current measurements or verify device heating up anomaly due to display anomaly. (B)(4).

Event description:
Information received by medtronic indicated that all around the insulin pump and side where the battery was over heating. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.